Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been turned off for several months, and now was unable to turn back on. Tandem technical support instructed the customer to leave the pump plugged into a power source for approximately 1 hour. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no reported impact to customer's blood glucose level.